Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the connection lost between epic and pyxis server. A technical support specialist accessed the system via securelink and conducted a thorough review of the cce (carefusion coordination engine). Then confirmed that the cce-service had been running since may 4, 2025, and all maintenance jobs had completed successfully. Despite nominal cu usage, ram utilization was high at 92%, and the system had an uptime of 184 days. Upon investigating repeated message queue errors related to adt-orders from epic, the tss identified corresponding sql server I/o delays and warnings in the event viewer pointing to issues with the host vm environment. To address the immediate issue, the tss stopped and restarted the cce service, then verified that messages were being received without delay. Given that the environment is software only, the tss noted that further action would be required from hit to resolve the underlying vm-related disk I/o problems. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server, the connection between epic and pyxis server was lost. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.